Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - there was an increase in threshold shortly after implant. It was noted the lead had dislodged. The patient was taken back for a revision where the lead was repositioned and remains implanted. There were no adverse patient side effects reported.